Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the exact cause of the aortic dissection cannot be confirmed; however, the patient¿s anatomy (natural bicuspid, horizontal aorta, aaa) appears to have contributed to the event. There is no indication the death was a result of a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral procedure, the patient died from a complication of an aortic dissection during an implant of a 26mm sapien 3 valve. As reported, a balloon valvuloplasty (bav) was not performed due to patient factors. The delivery system was inserted and as the nosecone was at the annulus there was difficulty crossing the valve. Troubleshooting was performed by backing up the system and then re-advancing. As the delivery system was being advanced, it appeared that the system buckled against the wall of the ascending aorta. An echo noted an effusion and CPR was performed. The valve was deployed. An angio revealed a tear of the ascending aorta. The tear could not be repaired. Subsequently the patient expired. The native annulus diameter measured an area of 444mm2 by CT. The native annulus was moderately calcified. The sinotubular junction (stj) diameter was 38mm x 38mm and the sinus of valsalva (sov) diameter was 34mm x 41mm. The image intensifier angle and the coaxial alignment of the valve was fair and the delivery system was described as good. Ventilation was held.